Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The hospital physician reported a failure to alarm for desaturation and it has been learned that the patient survived, but had significant neurological sequelae.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) at which time a philips field service engineer (fse) was dispatched for onsite evaluation of the product. Additionally log files and configuration data were gathered and submitted for review. Testing of the bedside monitor and information center associated with this incident found the products performing to specification during simulated alarm events with alarms occurring visually and audibly. Log data, which stores only red/critical alarm data in this version of the product demonstrates that a ***brady/p alarm occurred at 07:41 when the patient's pulse dropped to 64. The alarm condition remained active until 07:55 at which time a new ***desat alarm occurred when the patient's o2 saturation dropped to 79%. Of note, the monitor was configured for a desaturation alarm to occur after a 20 second delay passed therefore lower level yellow alarms for o2 would have occurred prior to the desat alarm but are not captured in the alarm log. Alarms were paused/suspended at 08:51 am which is approximately the time staff discovered the patient. Testing of the products involved found them performing to specification. No reproducible malfunction was identified. Philips has been informed that the monitor was returned to use with another patient on (B)(6), 2016. The investigation does not support that any malfunction occurred. On (B)(6) 2016 in ch2, alarms for ***brady/p and ***desat were provided between 07:41 and 07:55. The alarm pause button was pressed at 08:51. As logs contain only red/critical alarm occurrences in this release, it is not known what additional lower level alarms may have occurred leading up to this incident or in the timeframe prior to the patient being discovered. The presence of alarms captured in the logs in addition to testing post incident which found the device performing to specification supports that no malfunction occurred.